Manufacturer narrative:
(B)(6) 2015 11:12 am (gmt-4:00) added by (B)(6) ((B)(4)): a maquet technician scraped all the paint that was peeling on the fork and he repainted the area. The device has been returned to service waiting a replacement. The investigation is on-going and the results will be included in a follow-up report. (B)(4).

Event description:
The customer reported that some paint was peeling from the fork of the light head. The event occurred during the cleaning procedure and no patient was involved. No injuries has been reported to maquet. Factory reference number: (B)(4).

Manufacturer narrative:
Maquet investigated this complaint and determined that the paint chip is due to use a wrong cleaning product. The hospital staff cleaned the lights with a detergent that is normally intended to clean floor. The volista operating manual instructs users to daily check the light head for chipped paint, impact marks and other damage. In addition, the operating manual provide instructions about recommended / forbidden cleaning products. The maquet technician replaced the cupola with a new one and returned the device to service.

Event description:
(B)(4).